Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received for analysis. An introducer sheath and coil plunger was returned for analysis. The introducer sheath and coil plunger were inspected and no anomaly was noted. The introducer sheath was empty and the coil was not returned. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used during the procedure. The dfu states: a 0.021in i.d. Microcatheter is compatible. The i.d. Of the catheter used was larger than the recommended i.d. Of 0.021in and is therefore not compatible with the vortx-18 system.. Due to the internal diameter of the microcatheter being too large, the coil would have space to relax and curl inside the microcatheter. This would lead to the coil getting stuck in the catheter. Failure to comply with this instruction will impact the performance of the coil and contributed to the coil becoming jammed in the catheter. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on 11 february 2016. It was reported that the coil was stuck between the inserter and the inner wall of the microcatheter. A 4mm/4 mm vortx¿ - 18 was selected for an embolization of the internal mammary artery. During the procedure, resistance was encountered when the coil was inserted into the non bsc microcatheter and the fiber of the coil was stuck between the inserter and the inner wall of the microcatheter. They managed to pull the stylet from the microcatheter and the coil came out with the inserter. The procedure was completed with another with same device. No patient complications reported and the patient's condition was good. However, device analysis revealed that the introducer sheath was empty and the coil was not returned.